Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A supplemental report is being files as per additional information was received indicating that the suspected cause for high threshold was micro perforation post implant. Moreover, fluoroscopy was performed in which no dislodgement was noted. No additional adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Further, this rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Tr14016 addresses this complaint. The complaint investigation conclusion code is known inherent risk. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A supplemental report is being filed as per additional information was received indicating that the suspected cause for high threshold was micro perforation post implant. Moreover, fluoroscopy was performed in which no dislodgement was noted. No additional adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Further, this rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Further, this rv lead was repositioned. No additional adverse patient effects were reported.